Event description:
I used fixodent from approx - 1973 to present 2009. While I was using fixodent, I began to experience numbness and tingling in my extremities. This started in the last three years 2006 - 2009. My neuropathy is permanent, and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1973 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.